Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. Approximately 2 years and 2 months post procedure, the patient is experiencing a failing valve with suspected halt per CT scan. The patient notes having shortness of breath. The patient has been on warfarin for the last 2 years. As per additional information received via implant patient registry, the patient underwent explant of the thv valve and replaced with an ew surgical valve approximately 3 years and 5 months post tavr.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "leaflet thickened/halt" was confirmed based on imagery review . A review of DHR, lhr, and complaint history did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. As reported, "approximately 2 years and 2 months post procedure, the patient is experiencing a failing valve with suspected halt per CT scan. The patient notes having shortness of breath. The patient has been on warfarin for the last 2 years. There is no additional intervention reported at this time." Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis), non-structural dysfunction (e.g. Pannus growth), or thrombosis (formation of blood clots on the valve). Per provided information, patient was on warfarin for the past 2 years, which is used to mitigate the risk of thrombus formation. While it is possible that the prescribed anticoagulant therapy proved inadequate, without additional information this cannot be confirmed. Due to limited information, a definitive root cause for the reported leaflet thickening is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned.